Event description:
It was reported that a patient, underwent a pulmonary vein ablation procedure with a preface® guiding sheath with multipurpose curve and it seemed that sheath was obstructed, physician attempted a total of 2 times until they decided to try a new needle, issue didn¿t resolved until another preface sheath was used. There was no patient consequence. This event is being reported because the bwi failure analysis laboratory received the device for evaluation and found that dilator is damaged about 11.9cm to 12.3cm from stem of the connector stem. This finding is reportable because there is potential risk for cardiac perforation or damage due to misalignment of the needle to the intended path.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Non-bwi products used: product name: brk xs st jude transseptal needle: reference #: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a pulmonary vein ablation procedure with a preface guiding sheath with multipurpose curve and it seemed that sheath was obstructed, physician attempted a total of 2 times until they decided to try a new needle, issue didn¿t resolved until another preface sheath was used. The bwi failure analysis lab received the device for evaluation. Upon receipt, the preface was visually inspected and the vessel dilator was bent 3 cm from proximal and a pinhole (perforation) was also observed 59 cm from the distal tip. The needle involved was not received. Due to the perforation observed, a scanning electron microscope (sem) was carried out. The results suggested that an unknown object caused the perforation coming from the proximal to the distal. No other anomalies were observed that could have influenced the perforation. In addition, a functional testing was intended, however the needle used during the procedure was not returned by the customer. Vessel dilator was used instead and no difficulties were found during the introduction through the preface sheath. In addition, the preface sheath was compared against the shape master and it was within the allowed limits. Finally, a dimensional analysis was performed on the dilator and it was found within specifications. Based on all the evidence gathered, the device did not present any indications that the reported defect can be related to the manufacturing process the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.